Manufacturer narrative:
The ge service representative conducted an onsite investigation. The universal node board was replaced. The calibration files were reloaded. The connectors were tightened. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform fluoroscopy. No pt injury was reported.